Event description:
It was reported that the customer was admitted in the hospital for high blood glucose and heart attack. The customer's blood glucose reading was 700mg/dl, the customer was not able to drop down. It was stated that the customer experienced pain in both arms and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time and date on the device were correct. Reviewed the alarm history and found several no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-95381.